Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a continuous increase in the shock impedance measurements from this right ventricular (rv) lead. The most recent measurement was high and out-of-range (>175 ohms). It was recommended to perform a 1.1j test shock to evaluate the shock impedance, which resulted in a stable measurement of 100 ohms. The physician elected to continue with close remote monitoring and no adverse patient consequences were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced a continuous increase in the shock impedance measurements from this right ventricular (rv) lead. The most recent measurement was high and out-of-range (>175 ohms). It was recommended to perform a 1.1j test shock to evaluate the shock impedance, which resulted in a stable measurement of 100 ohms. The physician was previously continuing with normal follow-ups, but in (B)(6) 2021 this rv lead was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The rv lead was subsequently received for analysis.

Event description:
It was reported that this patient experienced a continuous increase in the shock impedance measurements from this right ventricular (rv) lead. The most recent measurement was high and out-of-range (>175 ohms). It was recommended to perform a 1.1j test shock to evaluate the shock impedance, which resulted in a stable measurement of 100 ohms. The physician was previously continuing with normal follow-ups, but in (B)(6) 2021 this rv lead was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The rv lead was subsequently received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.